Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the power line fuses were open. The fuses were replaced and the issue was resolved. The fuses were discarded on-site so no part return is expected. A full imaging system check-out was completed following fuse replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was not receiving any power. There were reportedly no lights illuminated on the image acquisition system (ias) or mobile view station (mvs). The use of the imaging system was discontinued and the procedure was completed with the use of a second system. There was a reported delay of 30 minutes because of this issue. The patient was not impacted.